Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex enteral duodenal stent was used during an esophagogastroduodenoscopy (egd) procedure in the duodenum performed on an unknown date. According to the complainant, the stent was used to treat a malignant lesion in the duodenum. Reportedly, there was no visible damage to the stent system and its packaging prior to use. During the procedure, the physician was able to deploy the stent; however, the middle part of the stent was stuck shut and failed to expand. According to the physician, the nurse had difficulty reconstraining the stent delivery system. The physician removed the stent and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.